Event description:
The customer reported via phone call that they experienced high and low blood glucose while on insulin pump therapy. The customer also reported being hospitalized during these events. The detail of the hospitalization was not provided. The customer also reported blood at site with their infusion set. The customer reported having a large rash at their site. The customer also reported issues with their transmitter. Customer's blood glucose was unknown at the time of the call. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.